Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No, the device didn¿t lock on tissue. Doctor needs to close the jaws so the stapler could got into patient¿s body. When the closed jaws got into patient¿s body, the jaws couldn¿t be opened anymore so it didn¿t lock on tissue. Did the jaws eventually open? Doctor used this product as before. However, after closed the jaws, doctor couldn¿t open the jaws anymore. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the dr. Used ec60a in gastrectomy operation. When the reloads were installed and the jaw was closed before going into the trocar, doctor found that the jaw couldn't open again. Then, the doctor took another new ec60a for use. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. D4: batch # 231c47. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60b partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 231c47, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2024. D4: batch # 231c47. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advance, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60b partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 231c47, and no non-conformances were identified.